Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and stopped breathing during use. The patient's son was sleeping in the same room, immediately disconnected the ventilator from the patient, performed ambu bag measures until the arrival of the drive technologist. The patient's ventilator was replaced, the patient was reconnected, and the device worked as intended. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.